Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 540mg/dl. The customer stated that the insulin pump alarmed no delivery. The customer stated that he discovered that he had two punctured cannulas upon removal, which caused the high blood glucose. No further information was provided.